Event description:
It is reported that during the surgery, the set screw could not be inserted smoothly in the cm-nail. The surgeon took another screw and the surgery was completed after 30-60 minutes longer than usual surgery time.

Manufacturer narrative:
The product has not been received by the MFR for investigation. Once received and the result is made available, an updated report will be submitted. (B)(4).